Event description:
The facility reported an infusion pump with 807:01 failure code. The representative stated they have no record of any patient incident involving the pump since the last baxter service event.